Event description:
The company was notified that the patient's device was reportably extruding through the skin flap. Due to the patient's health condition, a decision was made to explant the device. This surgery has been scheduled.